Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other 4.0 x 19 mm graftmaster device referenced is being filed under a separate medwatch MFR number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly tortuous, moderately calcified, mid left anterior descending artery. A perforation occurred during use of another device. An attempt was made to cross a 4.0 x 19 mm graftmaster stent delivery system (sds) for treatment of the perforation; however, it would not cross. An attempt was then made to cross with a 2.8 x 19 mm graftmaster sds; however, it also would not cross. It was replaced by another covered stent which crossed successfully, the perforation was sealed and the procedure was completed. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. The reported failure to advance could not be tested as it was based on operational circumstances. Based on the visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported difficulties and the subsequent treatment appear to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.